Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as the product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. All pieces were not returned. DHR was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured before the design modification; however, this specific fracture occurred due to the device being dropped. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that persona tasp fractured. No adverse events have been reported as a result of this malfunction.